Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled and a scratched lcd lens. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the cassette was not being recognized. The root cause was determined to be a contaminated dso sensor. The dso sensor was replaced. The product's history records were reviewed and identified that the reported complaint is related to a prior service of this device.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not recognize the cassettes. It is unknown if there was patient involvement, no adverse patient effects were reported.